Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) contacted boston scientific patient services and inquired about patient access to same information as physicians and health care professional (hcp) with the remote monitoring system. The patient did not have a home remote monitoring system, but noted concern over not having the same access to the same records as the physician if he did have the system. Information was discussed and it was suggested that the patient contact his physician for medical records. The patient noted there was an anomaly on the last evaluation that he found on the printout strips and that it was not discussed with him, and that he was told the information was erased. The patient indicated that potential legal support may obtained in an attempt to help secure medical records. No adverse patient effects were reported, and the system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.